Event description:
It was reported that in the case of a 24-hour system with complete replacement of the line + reusable tap, it was noticed that this draws air into the extension tube when connected to the patient tube. This was not the case with the air emptying of the tubing system in the infusion kitchen, only after connecting and turning on the infusion on the pat. These are: reusable tap bd connecta ref 394602, lot 5064063d. When did the incident occur? During use. Short description when connected to the patient cannula, air flows through the 3-wh into the extension tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 3 physical samples submitted for evaluation. The reported issue of air bubbles / air in line was not confirmed upon inspection of the samples. Analysis of the sample showed that no defect or damage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information